Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.0 - 2.2. On (B)(6) 2016, inratio inr = 1.5; lab inr = 2.45. Time between tests less than two hours. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history for strip lot 371283ar was performed and the in-house testing determined that the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.